Event description:
A report was received that the patient had pain at the ipg site. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the pocket site was relocated. The patient was doing well post-operatively.

Event description:
A report was received that the patient had pain at the ipg site. The patient will undergo a pocket revision procedure.